Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the station was stuck on the windows restart and update screen. When the field service engineer (fse) arrived on site, the machine remained stuck on the windows update screen and did not progress past it, even after a forced shutdown and reboot. The fse reimaged the hard drive and performed a system synchronization; however, firmware-related issues were then identified. The device booted successfully, logged into the carefusion network application, and launched the medication application, but became stuck in a continuous loop at the firmware update screen. The system repeatedly attempted to update the cabinet controller and two fh matrix drawers. The third fh matrix drawer was configured as a supply drawer and therefore was not registered to the device. Due to continued failures, it was determined that a new hard drive was required. The station continued to fail to boot past the firmware update screen even after another reimage using version 1.7.3. The hard drive was replaced and reimaged again, after which the system completed the boot process but failed to auto-log into the application. During further inspection, the fse observed that no light-emitting diodes were illuminated at the rear of the machine, indicating that the drawers were not receiving power. The communication sled was replaced, restoring power and light-emitting diode indicators. The fse worked with the customer support center to address the auto-login issue. Overnight investigation was performed, but automatic login was not resolved. The customer later applied a previous workaround by adding a login account, which restored functionality. Subsequently, the drawers again displayed no illuminated indicators, and the communication sled was replaced a second time, restoring drawer power. While the station remained remotely connected, the customer verified firmware updates that had previously failed and applied a new firmware package, which updated successfully. Finally, the biometric identifier failed to function. Driver troubleshooting was attempted, after which the biometric device was replaced and drivers were reinstalled. This restored biometric functionality. At the conclusion of service, the station was online and fully operational. Medications displayed correctly in the drawers, drawers opened and closed properly, firmware updates completed successfully, and the biometric identifier functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on the windows restart screen. The customer was performing the monthly anesthesia station reboot, but the station became stuck on a blue screen during the reboot and then transitioned to a static black screen. A hard reboot was also performed by unplugging the power cable for a few minutes; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.